Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the instrument and determined that the reference electrode was defective. The fse replaced the reference electrode which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer questioned patient results for sodium (na), chloride, potassium (k) and co2 results due to low anion gap results involving their au480 clinical chemistry analyzer. The customer did not provide patient demographics, or data and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.